Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Tested mobile view station (mvs) using uninterruptible power supply (ups) power and the viewing station remained on for more than 4 minutes meeting the specifications. Representative reported that the imaging system was stored at a location which created a lengthier transit to operation locations. Representative suggested transporting the system in a powered down state. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system would not stay charged when unplugged from a power outlet. There was no patient present at the time of the issue.